Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that the pacemaker and the right atrial (ra) lead exhibited noise over-sensing which resulted in pacing inhibition and inappropriate mode switch. It was also noted that the pacemaker was struck while the patient was moving rocks, suggesting that the header had been damaged. The noise was not reproducible under testing conditions. The pacemaker and the ra lead were explanted and replaced. The patient was in a stable condition.